Event description:
It was reported that during the pulmonary vein isolation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during aspiration of the sheath with the catheter tip inside air ingress was seen through the hemostatic valve of the sheath. The procedure was completed using a different faradrive sheath. No air was seen in the patient. No leak was seen. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. And vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during aspiration of the sheath with the catheter tip inside air ingress was seen through the hemostatic valve of the sheath. The procedure was completed using a different faradrive sheath. No air was seen in the patient. No leak was seen. No patient complications occurred. The product is expected to return for analysis.